Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported blood glucose dropping to below 20 mg/dl. The customer stated their blood glucose would lower after bolusing for a meal that they have not finished. The user treated their blood glucose with a glucagon injection. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.